Manufacturer narrative:
The investigation has determined that discordant reactive vitros anti- sars-cov-2 total results were obtained from three different samples drawn from one single patient when processed using vitros cov2tot reagents on two different vitros xt7600 integrated systems. A definitive assignable cause for the discordant reactive cov2tot results could not be determined with the information provided. Based on historical quality control results, a vitros cov2tot reagent performance issue is not a likely contributor to the event as all vitros quality control results were within the correct instructions for use (IFU) interpretation region. Additionally, there is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the events as precision testing was within ortho guidelines. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. It was concluded that the false positive vitros cov2tot discordant results were possibly due to the presence of a sample specific interferent, but this could not be confirmed. The vitros cov2tot IFU does not preclude the possibility of false positive cov2tot results. Laboratory test results should always be considered in the context of clinical observations and epidemiological data in making a final diagnosis and patient management decisions. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lots 0027 and 0028 (B)(4).

Event description:
The investigation has determined that discordant reactive vitros anti- sars-cov-2 total (cov2tot) results were obtained from three different samples drawn from one single patient when processed using vitros cov2tot reagents on two different vitros xt7600 integrated systems. Patient results of 5.08, 4.47, 5.70 and 6.48 s/c (reactive) versus the expected result of non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The discordant reactive vitros results were not reported from the laboratory. There has not been any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4). This report is number one of two 3500a forms filed for this event, as two devices were affected.